Event description:
It was reported that a leak occurred. During a pulmonary vein isolation procedure to treat a persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. The original sheath was removed after the transseptal puncture, a faradrive sheath was inserted, and the dilator as well as the wire were removed. After aspirating air from the faradrive sheath, a farawave catheter (air aspirated, wire crossed through to confirm shape, continuous irrigation connected, irrigation stopped) was inserted and air was aspirated, however, continuous presence of air was noted from the valve of the sheath. A pump was used for the irrigation of sheath. Blood leaking from the sheath was also noted. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.